Event description:
The customer stated that she tested her blood glucose and received a reading of 384mg/dl using her contour meter. She took insulin based on the reading. Sometime later, the customer retested her glucose because she was sweating and not feeling well. The reading on her contour was 45 mg/dl. The customer did not mention treatment. Troubleshooting was not possible, as the customer did not have contour control solution. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.